Manufacturer narrative:
Per the tandem pump user guide: ¿avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 meters) or for more than 30 minutes (ipx7 rating).¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the pump touchscreen was cracked and unresponsive. Reportedly the pump was exposed to water. The customer¿s blood glucose was approximately 280 mg/dl. Customer reverted to an alternate pump for insulin therapy.